Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump did not accept batteries after replace battery alarm. The customer¿s blood glucose level was 9.4 mmol/l at the time of the incident. Customer stated that they restarted insulin pump but had reoccurring replace battery alarm. The insulin pump will be returned for analysis.